Manufacturer narrative:
Pump was received with missing segments due to faulty lcd board. Unable to perform download using carelink or verify for battery longevity due to display anomaly. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a partial display. Blood glucose level at the time of the incident was not provided. Customer also reported that the battery icon showed a low battery, but the battery was actually full. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.